Event description:
The customer reported that during the delivery of chest compressions to a pt, they got an unexpected "hands off" qcpr icon. They were able to continue CPR and deliver therapy as needed. There was no impact to the involved pt who had a return of spontaneous circulation.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.